Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump was stalling and rec overing. The pump stalled on (B)(6) 2019 at 00:57, recovered on (B)(6) 2019 at 20:44, stalled on (B)(6) 2019 at 17:14, recovered on (B)(6) 2019 at 23:38 and stalled on (B)(6) 2019 at 00:00. The pump was scheduled to be replaced on (B)(6) 2019. No patient symptoms were reported. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-11-13 13:36:11 cst pli# 10 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the [upper/lower] shaft of gear number [one/two] (or the rotor). If information is provided in the future, a supplemental report will be issued.